Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. As received, the monitor was unable to communicate with an electrode belt. Upon investigation, the belt connector was not completely seated at j1001. The root cause for the unseated connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a damaged case.